Manufacturer narrative:
Insulin pump received with no button response at esc, act, up arrow and down arrow button due to flattened dome switch and connector was unlocked on lcd board noted. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir came out of the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.